Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 153 mg/dl. The customer states the motor error occurred during the prime. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are not able to complete the rewind. The customer was educated about using the sensor feature on the pump. The device will be returned for analysis.